Event description:
Pt and daughter state that the patient accidentally disconnected both of her power sources, stopping the pump. Pt soon became dizzy and fell backwards striking her head. Per the daughter the only reason she knew something was wrong was because she heard her mother hit the ground. She went in to check on her and found both power sources disconnected and there was no alarming coming from the controller. The daughter quickly reconnected both power sources and pt became more responsive.troubleshooting/problem solving actions: after pt was admitted to hospital, the back up controller was placed on the patient as primary controller. The "old" primary controller was tested in vad office on a loop and it was confirmed on several attempts that the controller does not alarm when disconnected from both power sources with driveline in place. Pt was issued a new back-up controller.